Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of both single point load cells. The cracked enclosure and load cells failure were likely attributed to mishandling such as a drop. Upon visual inspection, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to remedy the issue. Also, unrelated to the reported complaint, a sticky clutch was observed, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate deburring was performed to remedy this issue. A review of the archive data showed (ua) 07 messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on. Both over-reporting single point load cells were replaced to address the observed failure. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6) .

Event description:
The customer reported that upon morning truck inspection, the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.